Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00213.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating arteries (pcom) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra stent retriever. During the procedure, the physician advanced the smart coil to the aneurysm of the target vessel. The smart coil was then detached using the handle, and it was initially thought to have been completely detached. However, as the pusher assembly of the smart coil was being retracted, the smart coil was pulled out of the aneurysm, unintentionally detached, and went downstream. Subsequently, the physician attempted to retrieve the smart coil using a stent retriever but was unsuccessful. The smart coil was then left in the distal middle cerebral artery (mca). The procedure ended at this point, and no coils were placed in the aneurysm. There was no report of an adverse effect to the patient.